Event description:
Medical affairs has been unable to get in contact with the pt; however, sent a letter to obtain more clinical information. The pt called alleging that the mete would not power on. The last time they were able to test on the meter was on 04/2005 prior to breakfast. No information on what that reading was. The pt's family member tried to use the meter and was unable to obtain a blood glucose reading; therefore was taken to the hosp to get a blood glucose reading. No information on what the pt's blood glucose reading was at the hosp. The family member did not receive any symptoms at the time. The battery was replaced less than a year ago and meter still did not power on. Based on the information provided, there is no evidence of a serious injury. This case is being reported as a malfunction, since the power issue was not resolved.